Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 24jul2019. The technical support provided trouble shooting guide; test by substitution, power management board (pm) then motor controller b(mc) oard, if neither corrects problem then replace the central processing unit (cpu). Provided p/ns for pm, mc and cpu subassemblies, replace as indicated by test. The customer replaced part to address the reported problem.

Event description:
The customer reported back up alarm test failed. There was no patient involvement.